Event description:
The customer reported a 5 ml leak under the coulter lh 750 hematology analyzer. The leak was not contained within the analyzer. There was no contact of the leak to open wounds or mucous membranes. The customer was wearing a lab coat, goggles, and gloves at the time of the event. Medical attention was not sought. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found the molded end of the lyse restrictor tubing loose at the fitting on the complete blood count (cbc) panel. The fse replaced the tubing to fix the leak. (B)(4).